Event description:
It was reported that during a meniscus repair, the t2 implant of the ultra fast fix curved couldn't be deployed. The procedure was completed with a smith and nephew back up device with non-significant surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture and not returned. The t2 and suture were returned on the needle behind the dimple. The variable depth straw was not returned. A functional evaluation showed that the actuator is not long enough to push the t2 past the dimple to be deployed. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging of manufacturing procedure found that the operator should inspect device for integrity, placement of foam insert and particulate before loading device into pouch. Although a review of device records showed there were no indications to suggest that the product did not meet specification upon release for distribution at the time of manufacturing, the root cause of the reported event has been traced to a manufacturing issue. Based on this investigation, the need for corrective action is not indicated, as the reported event is deemed isolated.